Event description:
Additional information recieved reported the patient did not recieve a magnetic resonance image (MRI). It noted the patient needed an MRI.

Event description:
It was reported, there were unipolar pairs with impedances of over 2,000 ohms. At a higher voltage all impedances were above 2,000 ohms. It was noted, the patient had a lead revision but details were not given. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product type extension; product ID, 3389s-40 lot# v386595 serial#, implanted: 2010 (B)(6), explanted: product type lead. (B)(4).